Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim kit was used during an anterior repair procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the suture of the uphold mesh was cut, the right arm failed to release. It was reported that the plastic sleeve appeared to have "snapped on edge" and the prolene suture broke. The detached suture was retrieved. There was not visible damage to the uphold device prior to use. When attempting to suture the ligament, the suture was able to be seated properly in the carrier of the capio slim, but the cage failed to catch the needle for three attempts to actuate the device. There was no visible damage to the capio device. The procedure was completed with a capio open access device and the original uphold lite mesh. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event: suture broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.